Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark) and a px slim delivery microcatheter (px slim). During the procedure, while advancing the benchmark into the target location, the physician fractured the proximal end of the benchmark towards the hub. Therefore, the benchmark was removed. The procedure was completed using a new benchmark and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned benchmark confirmed a fracture distal to the hub beneath the strain relief. If the device is mishandled at extreme angles during advancement, damage such as a kink and subsequent fracture may occur. Further evaluation revealed bends along the device. This damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.